Event description:
Consumer left a comment on an orasure technologies, inc. Inteliswab facebook post stating their family members daughter received a false result using inteliswab. Comment: "these tests give false readings. My cousin did multiple at home tests for her daughter n everyone came back negative. Symptoms kept getting worse by the 2nd day at school. Took her to a clinic n full blow positive. By the end of the week her daughter's entire class was out sick with covid"

Manufacturer narrative:
1/17/2023- the consumer posted a comment on an inteliswab facebook post. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on an orasure technologies, inc. Inteliswab facebook post stating their family members daughter received a false result using inteliswab. Comment: these tests give false readings. My cousin did multiple at home tests for her daughter n everyone came back negative. Symptoms kept getting worse by the 2nd day at school. Took her to a clinic n full blow positive. By the end of the week her daughter's entire class was out sick with covid"